Event description:
Rptr alleged discrepant blood glucose results of lo back to back with a result of 153 mg/dl, when testing was performed 5 mins apart. Customer stated not having any low glucose symptoms during the time of testing, however, did not provide the location of the alleged testing. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.